Manufacturer narrative:
Manufacturer¿s investigation conclusion the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a stroke at 5:30 pm (pst) on (B)(6) 2020. Patient experienced left sided weakness secondary to multifocal strokes, the infarcts are in multiple vascular territories, raising a suspicion for an embolic process. Patient was not on aspirin, cleared to start post neurology consult. Will also start anticoagulation in one week per the hospital's surgery guidelines. Patient remained in intensive care unit (ICU) and was intubated with a trach. Patient was starting to wake up more and having purposeful responses to commands, no haldol for agitation, and receiving tube feeds. Patient remained on milrinone, left ventricular assist system (lvas) functioning as expected.